Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particulate matter was observed inside the tubing of an infusor. This occurred during filling with medication. There was no patient involved. No additional information is available.

Manufacturer narrative:
The device was manufactured (B)(4) 2016 ¿ (B)(4) 2016. The device was received for evaluation. Visual inspection revealed a loose black particle approximately 0.15 square mm in size, located inside the tubing. Fourier transform infrared spectroscopy (ftir) revealed that the particle was burnt polyvinyl chloride (pvc). The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.